Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with multiple ventricular tachycardia episodes. Upon review, right ventricular and left ventricular loss of capture was noted due to device output issue. No patient symptoms were reported. No further information was available.